Event description:
The event is reported as: the rubber end portion of the stem broke off in the pt's trachea during the procedure. The broken piece was removed with a long grasper. The procedure was a bronchoscopy. No pt injury reported.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report. The results of the investigation are not available at the time of this report.